Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty charged coupled device was confirmed. It is likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a faulty charged coupled device unit. In addition to the reportable malfunction, the cable's internal wires were twisted and showed signs of buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was no image on screen when using the hd autoclavable camera head. The issue was found during maintenance. There were no reports of patient harm.